Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired via phone call about the audio issue. The audio issue was confirmed during the call. The customer¿s blood glucose during the incident was unknown. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Device passed the delivery accuracy test at 0.08675 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the gst3c transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor connection anomalies noted during testing. Programmed multiple boluses and monitored; device uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the daily history screen. No carelink anomalies noted during testing. (B)(4).